Manufacturer narrative:
Additional information received noted that during further follow up it was noted that this patient had symptoms of heart failure, the patient was hospitalized due to worsened conditions. A revision was scheduled. During the procedure a bend of the lead was noted near the left pectoral area. It was not possible to repair the lead thus the damaged lead was explanted and a new lead was implanted. The damaged lead will not be returned.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that during a recent follow up high out of range pacing impedances were noted as well as an increase in pacing thresholds on this left ventricular lead. An x-ray revealed that the lead was fractured in the area of the clavicle. The device was reprogrammed for the time being and a lead revision was scheduled. No adverse patient effects were reported.